Event description:
Dealer reported that consumer called alleging that the lift quickly dropped their child while in the sling, resulting in two broken legs. Per dealer, the hydraulic valve may not have been completely closed during this transfer. User's family member has attempted to duplicate event and was unable to duplicate.